Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the patient's left ventricular lead exhibited high pacing impedance values. An x-ray was performed on (B)(6) 2019 and the physician confirmed that the lead had moved. Programming changes were made. The patient's condition was stable throughout the event and will continue to be monitored.